Manufacturer narrative:
The actual device was not available, however, a video of the sample was provided for evaluation. The visual inspection of the provided video showed the product during treatment. A dripping of fluid in the header area was visible. The reported condition was verified. The cause could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed during treatment with a theranova 400 dialyzer. There was no patient injury, or medical intervention associated with this event. No additional information is available.